Event description:
It was reported that the battery depleted prematurely. No history of high thresholds or repetitive shocks. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the reported premature battery depletion. Based on device settings and usage information, the device was below expected limits. The device was tested on the bench and automated system; no high current drain sources were found. The battery was returned to the manufacturer for additional analysis. An internal anomaly in the battery was found to have resulted in premature battery depletion.